Event description:
My wife was prescribed evoxac for dry mouth to see if it was better than pilocarpine. Meanwhile she was being treated for depression with ect (electroconvulsive therapy). (B)(6) 2025 she had an ect treatment and took one evoxac. In the afternoon she had a "deer in the headlights" look. The hospital said it was probably from ther ect. Thursday morning, (B)(6) she took one pill and by evening she was catatonic. She sat up in bed all night totally out of it. Friday morning, (B)(6), I took her to the hospital where she was getting ect. She didn't know who I was. She is home now after two weeks in the hospital. At this point we are back to trying to alleviate her treatment resistant depression. I am trying to find a lab that will test this medication for its actual contents. Looking for a lab that will test the pills contents. Since I am not a company I haven't been able to find anyone yet.